Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.5. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that an ambulance was called for the patient, and the patient was transported to the emergency room with hyperglycemia. The patient's blood glucose levels reached around 525 mg/dl while wearing the pod between 4 and 24 hours. The patient observed that the pod generated an ¿automated delivery restriction¿ error message. The patient has been wearing the pod on the abdomen, and did not know it needed to be 1 inch away from the previous pod site. The patient has a lot of scar tissue there, and stated they have been bleeding with almost every pod that they have worn. Symptoms reported include not being able to stand up, dizziness, and vomiting. The patient was treated with intravenous (IV) fluids. The patient was discharged six hours later. The pod was discarded.